Event description:
A doctor reported experiencing skin irritation, swelling, headache and shortness of breath when using biogel pi micro gloves. He tried the gloves 2 times with same reaction. There reaction remained for 3-4 hours after use of the gloves. The doctor received unspecified medication associated with the event.